Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.038.390s, lot h633803: release to warehouse date: may 23, 2018. Expiration date: april 30, 2028. Manufactured by: synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer. Review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from guam reports an event as follows: it was reported that during insertion of a short tfna nail on (B)(6) 2021, the helical blade got jammed in the nail. This required a delay in the surgery and damage to implants and instruments. After implant removal, case was resumed and successful with new implant and instruments. This report is for a tfna fenestrated helical blade 90mm ¿ sterile. This is report 1 of 1 for (B)(4).